Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd preset¿ eclipse¿ that part of the sample escapes through the plunger to the back of the syringe body. No patient or user impact reported.

Manufacturer narrative:
H.6 investigation summary: material #: 364390. Lot/batch #: 3340241. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for leakage was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by functional draw testing and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported that while using the bd preset¿ eclipse¿ that part of the sample escapes through the plunger to the back of the syringe body. No patient or user impact reported.